Manufacturer narrative:
(B)(4). The ventilator adaptor consists of a white connector and a transparent tube. The adaptor consists of two parts that can be separated for use on ventilators of different types. Method: the complaint rt266 infant breathing circuit was not returned to fisher & paykel healthcare (fph) for investigation. Therefore, our investigation is based on the information provided by the customer and our knowledge of the product. Results: it was found that the customer used the ventilator adaptor to connect the breathing circuit to a filter without removing the transparent tube prior to use. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the adaptor assembly used by the customer is intended to connect the breathing circuit to ventilators with barbed connections. If their particular ventilator setup requires a 22mm ventilator adaptor and does not require this tube, then it should be detached prior to use. The customer reported that the ventilator alarmed, indicating that high pressure was being delivered to the patient, alerting the caregiver. All rt266 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." An fph representative has provided further training to the hospital to ensure the correct use of the ventilator adaptor.

Event description:
A hospital in (B)(6) reported, via a fisher & paykel healthcare representative, that the rt266 evaqua2 infant circuit stepdown adaptor detached during patient use. It was reported that the patient was ventilated for two to three hours in non-invasive mode at a pressure of 5 cmh2o when the pressure increased to 6 cmh2o. It was stated that the patient was "fighting" against the ventilator. It was reported that the translucent part of the stepdown adaptor was disconnected from the white plastic and was touching and causing pressure on the expiratory filter. No further patient consequence was reported.